Event description:
When the user grasped the insertion wire with the snare, the hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed with another snare.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed seventeen other similar product complaint file(s) from this lot. Ref. 187519, 188387, 190699, 191631, 191638, 191645, 192115, 192149, 192640, 192665, 195079, 196501, 196516, 19849, 198622, 199010 & 199012.